Event description:
A malfunction was reported on the customer's pump, but no notable events occurred prior to the malfunction. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support arranged for a replacement pump to be sent to the customer, who will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted. The replacement pump will come with updated software, and the customer acknowledged understanding the necessary steps and instructions provided by technical support, including storage mode and returning the problematic pump.